Event description:
It was reported that customer was hospitalized for high blood glucose. Customer stated that patient had issues with infusion sets and was running out of supplies. Troubleshooting was done. Customer was hospitalized last (B)(6) 2014 and had diabetic ketoacidosis. Customer's blood glucose was 400 mg/dl. Customer was wearing the insulin pump during the hospitalization and when they removed the infusion sets it was bent. The customer was advised that 4 infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.